Manufacturer narrative:
Additional information: section d.9 & h.6. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient was not reimplanted. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient¿s device was explanted. The recipient reportedly had a surgical infection and thin skin. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's infection (type unknown) was treated; however, the efforts were unsuccessful. The infection has resolved and the recipient has healed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.